Event description:
Additional information was provided that a lead revision would be performed in the future. The physician suspected an issue with the distal coil. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances of greater than 125 ohms in both the rv to can and triad configurations. The patient had not received any recent shocks by report. Boston scientific technical services (ts) was consulted to discuss options for the patient. It was noted that the physician was very reluctant to deliver any shocks to measure impedances due to the patient being in atrial fibrillation (af). Ts discussed possible options. A save to disk was performed, and ts reviewed the data. It was noted that shock impedances were 129 ohms approximately two months ago. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that a lead fracture was suspected. The physician elected not to perform defibrillation threshold (dft) testing at this time due to patient condition and will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that an invasive procedure was performed. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.